Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient stated their pump was empty and has been since (B)(6) 2018 (it was noted in the past couple of days to a week). It was noted that the patient relocated to (B)(6) from (B)(6) and was having trouble finding a healthcare professional (hcp) to fill the pump. It was noted that a hcp was found, but the office was far away from patient. No out of box failure was reported. A medical or therapy problem associated with small parts was not reported. No symptoms were reported. The event date was (B)(6) 2018 (past couple of days to a week). It was noted the patient did not currently have an hcp. No further complications were reported.